Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, permanent and bodily impairment, permanent physical deficits, sequelae, has required medical treatment and additional surgery. The litigation does not specifically state which product was used on the pt therefore an unk complaint is being entered. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.